Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52; lead, implanted (B)(6) 2006. 419488; lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earl ier than expected by the customer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.